Manufacturer narrative:
(B)(4). The testing and investigation results did not confirm the complaint of under-delivery. The pump delivered at +3% accuracy, which is within specification.

Event description:
The complainant reported an under-delivery. The intended delivery was 480 ml at a rate of 60 ml/hour; however, after 8 hours, no feed had been delivered.

Manufacturer narrative:
(B)(4). The device reported, list number m771, is an abbott product that is marketed internationally, which is the same or similar to a device, list number 55239, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.